Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to device displacement.

Event description:
Per the clinic, the receiver/stimulator has shifted inferiorly behind the ear which resulted in discomfort and extrusion.